Event description:
One pt urine sample with discrepant results for blood, compared to repeat results from another analyzer - same methodology. Initial result gave 50 ul; repeat resulted negative. Microscopic exam of same sample showed negative for blood. No adverse events reported in association with the results. If add'l info is received, appropriate notification will be provided.